Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that the pump was not delivering the appropriate amount of insulin based on the I:c ratio programmed into the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the bolus history showed no evidence of partial boluses being performed. No battery cap was returned with the pump. A test battery cap was used to complete all testing. A review of the pump settings confirmed that the insulin to carb ration was set to 1u:11g. An ezcarb bolus for 110g carbs at target bg was performed. The pump correctly calculated and delivered a 10 unit bolus based on the programmed settings. The complaint that the pump was net delivering the appropriate amount of insulin based on the programmed I:c (insulin:carb) ratio was not able to be duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.